Event description:
A discordant, falsely elevated vancomycin result was obtained on one patient sample on an advia centaur instrument. The discordant result did not match the result obtained on a sample from the patient two days prior. The discordant result was reported to the physician(s), who questioned the result. A new sample from the patient was sent to the laboratory the following day. The new sample was tested on the same instrument and resulted lower and was reported to the physician(s). The sample the discordant result was obtained on was then rerun on the instrument and resulted lower than it previously had. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) to inform them of the discordant result. The customer performed troubleshooting by retesting three patient samples tested for vancomycin the same day the discordant result was obtained on the same instrument. All three results were reproducible. The sample had also resulted lower upon repeat testing. The customer evaluated their calibration and quality control data, all of which was within range. The cause of the discordant, falsely elevated vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.